Event description:
A high drain error 105 alarm, that occurred during night drain five, was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 01:07:22. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent. This device configuration does not have a correction/removal number.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.